Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and her blood glucose was on the 430's mg/dl range. Troubleshooting was performed. The caller stated that the customer's blood glucose was treated with an insulin drip. The mother stated that the customer experienced ketones and vomiting. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.